Event description:
Unexplained pacemaker inhibitions caused the pt to experience syncopes. It was explanted.

Manufacturer narrative:
The lead attachment screw for the lead contact didn't show any anomalies in the analysis. The screw could be easily screwed in and out. There were noticeable contacting signs at the bottom side of the lead attachment screw. There are an indication that the lead connector plug had been contacted as intended at least one time. The analysis found minor residues of bodily fluids within the lead connector plug insertion site. Despite the bodily fluids, a test lead could be reliably contacted. In the incoming goods inspection, it was noted that the pacemaker was programmed to an amplitude of 2.2 v at a pulse width of 0.4 ms and a rate of 65 ppm in vvi mode with bipolar leads. The rate-adaptive function (cls) and the lead-check function were not activated. A complete function test of the pacemaker was carried out and no anomalies could be found. The pacing and sensing functions of the pacemaker were checked. There were no pacing or sensing defects. A bipolar test lead could be successfully contacted, and bipolar pacing was measured without any intermittent contact interruptions. An extensive documentation, including a long-term ECG from 23 october 2007, was shipped along with the pacemaker. On 22 october and 25 october, 2007, status interrogations of the pacemaker were performed. No temporary re-programming had been documented. Ineffective stimulation of the myocardium can be confirmed with the long-term ECG. A pacing loss was observed around 10:50 am. An enlarged display of the ECG report shows pacing peaks with a rate of about 80 ppm. In summary, the pacemaker is within all specifications. The analysis was unable to find a cause for the pacing losses mentioned in the complaint. The provided images of the long-term ECG showed that the pacemaker had delivered pacing pulses; however, these were not effective and did not cause the heart to contract.